Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power lead was damaged from a bunny chewing on the power cables. There were no unusual events recorded in the event log file history. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power lead damage was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 5 days (19may2025 to 23may2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Multiple good faith efforts were sent to retrieve additional information regarding if photos were available of the damage, if the controller was exchanged, and if the controller would be returning for evaluation; however, to date, no response has been received. Per the provided information, the root cause for the reported event was conclusively determined to be a bunny chewing the power cables of the system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.